Event description:
Event was reported to caldera medical by an attorney. Plaintiff suffered excruciating pain in pelvic area, altered sex, dyspareunia, loss of employment, constant recurrent urinary tract infections, mesh erosion and additional surgery. No further information has been provided.